Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an attorney letter alleging that "due to defective design, construction, and welding, the walker broke, causing our client to fall and sustain severe injuries" during use. Drive devilbiss healthcare is attempting to investigate the incident through cooperation with the end user's attorney.